Event description:
Two days post tavr, echo noted severe paravalvular leak (pvl) requiring placement of a third valve. During the transfemoral tavr procedure, following balloon aortic valvuloplasty (bav), a 23mm sapien xt valve was positioned 60:40 aortic/ventricular (a/v). Post deployment, the valve appeared high on one side; 80:20 a/v on the left coronary cusp, and 50:50 a/v on the right and non-coronary cusps, resulting in moderate-severe pvl. Post dilation was performed, resulting in moderate pvl. A second valve was prepared and positioned lower to the first valve, 50:50 a/v to the native annulus. During inflation, the valve migrated ventricular, however the proper adjustment was made and the valve was pulled back toward the aorta. The final position was 70:30 a/v. Transesophageal echocardiogram (tee) confirmed the pvl was improved. The decision was made not to post dilate the second valve and the procedure was completed. Post operative day (pod) 2, it was reported that follow-up echocardiogram indicated severe pvl. It was determined that a third valve should be deployed. In order to ensure proper valve placement, a transapical (ta) procedure was scheduled. Pod7 a third valve was implanted via a ta approach. During the tavr procedure, the valve embolized into the ventricle. The patient was placed on bypass and the procedure was converted to open surgery. All 3 sapien xt valves were explanted. At the time of this report, the patient was recovering and has remained stable. It was perceived that the second valve jumped ventricular during deployment causing it to be pulled back too far. The jump was likely caused by entanglement of the stent frames between both valves. The patient¿s native annulus measured 18mm x 27mm by MRI (valve area of 355mm2). Mild annular calcification, moderate native leaflet calcification and moderate aortic root calcification were reported.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and paravalvular leak (pvl) are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment the patient screening manual and the procedure didactic also identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, procedural factors (e.g. Valve stent frame entanglement, over compensation during valve deployment) likely contributed to the malposition of the valve, resulting in pvl that worsened post procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of three manufacturer reports being submitted for this case.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2014-02864 and 2015691-2014-02924.